Manufacturer narrative:
Initial reporter occupation is a patient/consumer. The test strips were requested for investigation. The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. There was only one test strip available. There were 1 test strips of lot 51508621 tested for the investigation. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek vantus meter serial number (B)(4) compared to a laboratory test with neoplastin reagent. The result from the meter on (B)(6) 2021 was 4.9 inr. The result from the laboratory was 3.5 inr. The timing between tests is unknown. The result from the meter on (B)(6) 2021 at 9:21 am was 5.2 inr. The result from the laboratory at approximately 10:15 am was 3.9 inr. The patient¿s therapeutic range is 2.5 - 3.5 inr and tests weekly, sometimes every 2 weeks.